Event description:
A male pt underwent initial aaa repair in 2005. One main body graft and two iliac leg grafts were placed. Over time the aneurysm shrank and the contralateral iliac leg graft migrated upwards away from the left internal iliac. This caused retrograde blood glow to fill the aneurysm sac. In 2008, the pt underwent add'l repair and another iliac leg graft was placed to extend the seal to the internal iliac. This stopped the endoleak.

Manufacturer narrative:
Eval: cook's instructions for use does indicate that the long-term performance of endovascular grafts has not yet been established. All pts should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Pts with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. No product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by migration due to anatomical changes in the pt over time.